Event description:
Customer reported random beeping from his insulin pump while he was napping. He replaced the battery, but the beeping persists. Customer's blood glucose is 232 mg/dl. He stated his blood glucose always fluctuates up and down. Customer inserted a new battery and the beeping stopped. The device history showed the device had an alarm on (B)(6) 2014. Customer was advised the alarm was a program safety that was caused by static. The alarm was cleared. The device passed the self test. Customer called back the next day saying his device was having the same issues. Customer inserted another fresh battery, but the device did not return to normal behavior. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's last blood glucose was 223 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no error alarms noted. The device passed the self test and the error alarm test. The unit was monitored in two days and had no audio beep anomaly. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.